Manufacturer narrative:
Created in error. Do not submit.

Event description:
Hold 5.19 it

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including periodic self-testing, multiple shock testing, and functional testing without duplicating the report. The report was cleared from the log. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.